Event description:
The user facility reported a 84-year-old male was being placed on an impella 5.5 for mechanical circulatory support. The medical staff attempted to insert the impella 5.5 through the right subclavian artery and aborted insertion due to the patient's anatomy. After failed attempts they decided to abort the procedure. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has not been returned for evaluation. The root cause of the delivery issue - anatomy was most likely due to the patient condition. This report is being filed as part of a retrospective review of historical records.